Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material was adhered to the scope. It was possible that the endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. The device was returned and customer allegations were confirmed. Light guide lens had a scratch. Connecting tube had a dent. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Connecting tube had a scratch. Image guide protector had a scratch. Air/water-cylinder had discoloration.the up/down knob was corroded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, scratch on the light guide lens of the gastrointestinal videoscope and buckling of the insertion tube was noted during maintenance inspection. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.